Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was 45 mg/d at the time of the call. The correct transmitter identification is not programmed in the customer's pump causing the lost sensor alarm. The customer was assisted with trouble shooting and was informed that the sensor may take a couple of hours for it to calibrate and communicate with the transmitter. The customer will wait to see if the sensor would finally communicate and will call back if the issue persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.